Event description:
Note: this report pertains to one of the three devices that was reported to be received damaged. Refer to manufacturer report number 3005099803-2018-61173 for the first escape basket, 3005099803-2018-61174 for the second escape basket and, 3005099803-2018-61175 for the third escape basket. It was reported to boston scientific corporation that an escape basket was unpacked on an unknown date. According to the complainant, during unpacking, it was noticed that there was a tear in the device packaging. There was no patient or procedure involved. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
An unused escape basket was returned for analysis. A visual inspection of the returned device found that the package was severely damaged in one side and both components (pouch and tray) were torn in one side. Therefore, compromising the seal/sterility of the device. It is most likely that handling and manipulation of the device during transport/storage could have contributed with the encountered damages. The device returned has evidence of excessive manipulation which can lead to cause the damages observed in package. Based on the information available and the analysis performed, the investigation conclusion code for the complaint will be documented as "cause traced to transport/storage" since problems traced to the inappropriate transport or storage of the device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of the three devices that was reported to be received damaged. Refer to manufacturer report number 3005099803-2018-61173 for the first escape basket, 3005099803-2018-61174 for the second escape basket and, 3005099803-2018-61175 for the third escape basket. It was reported to boston scientific corporation that an escape basket was unpacked on an unknown date. According to the complainant, during unpacking, it was noticed that there was a tear in the device packaging. There was no patient or procedure involved. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.